Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Communication failures 11 / page 139: warning: if your pdm is damaged or not working as expected, call customer care for assistance. Be sure to check your blood glucose frequently. Remove your pod and contact your healthcare provider for treatment guidelines to follow after you remove it.

Event description:
The patient reported that she had dropped the pdm (personal diabetes manager), which caused the screen break and that she had to go to the hospital for a backup method. At the hospital, she was admitted overnight for monitoring with no treatment provided.